Event description:
It was noted that the suspect generator was discarded. No further relevant information has been received to date.

Event description:
The patient developed granulation tissue hyperplasia following vns implant and had to go in for an additional surgery. This event is reported in MFR. Ref #1644487-2021-01481. It was noted that during resistance testing during the surgery, the stimulator would not connect to the programmer. The generator was connected to a test resistor and it still could not be communicated with. They tried changing the position of the generator, turning off the electrical power supply, turning off the electric coagulation, replacing the power supply of the programmer, used another programmer, etc. After several failed communications, the surgeon opted to implant a new generator. The explanted generator is not available for return per hospital policy. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date.

Event description:
It was confirmed that the generator was able to be interrogated following implantation and also prior to the surgery on (B)(6) during the surgery on (B)(6) it could not be interrogated at all. During the surgery the following equipment was used: bipolar electric coagulation, monitor device, shadowless lamp, etc. There was no difficulty interrogating the new generator that was opened during the surgery. No further relevant information has been received to date.